Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) died. The patient's son stated he was told that his mother died due to infection of the device.